Manufacturer narrative:
The customer returned their instrument and a bottle of non-siemens 10sg strips. Per the operator's guide: "it is designed to read only siemens healthcare diagnostics reagent strips for urinalysis and clinitest® hcg tests." The customer has been advised not to run non-siemens strips on the analyzer and was provided the document "important notice regarding use of non-siemens urine reagent strips on siemens analyzers". No further investigation will be performed.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Proper technique and maintenance have been reviewed with the customer and no issues were found. The customer stated that the calibration bar was clean and undamaged. The customer also stated that opening a new bottle of strips has resolved the issue. The discrepant strips and instrument will be sent back for investigation once they receive the replacement instrument.

Event description:
The customer reported a false negative urine leukocyte result on the clinitek status when compared to a visual read of the multistix 10 sg dipstick. There was no report of injury due to this event.